Event description:
Customer reported obtaining undosed results ranging between 200-250mg/dl on the compact system. No adverse event reported. Technical support requested the return of the suspect product and replacement product was shipped.